Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports their personal diabetes manager (pdm) is not holding a charge. The patient reports having to charge their pdm daily. In addition the patient reports the pdm was hot to the touch and the battery was swollen.